Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and replaced the waste pump connected to the baths and diluent filters. There were no further leaks or error messages. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was a fluid leak of a few milliliters from the analyzer. The leak was not contained. There were vacuum errors associated with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. The operator was wearing lab coat and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.